Manufacturer narrative:
The evaluation of the asset found the adhesive at the distal end forceps cover was found peeling with a minor dent on the probe unit and there is a crack on the bending section cover. The device was repaired and returned to asset stock. A review of the repair history shows the asset was last service on march 16, 2021; inspection only as no problem was found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera ii ultrasound gastro-videoscope's adhesive at the distal end forceps cover was found peeling. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the distal end forceps cover peeling is related to applied force such as roughly rubbed or hit at the time of carrying, storing, performing or cleaning the device. The instructions for use (IFU) states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.